Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of a "defib fault 76" message was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. The reported malfunction of a "defib fault 72" message was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.